Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an issue with a fading display on her onetouch vitaenhanced meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2014. The patient manages her diabetes with insulin. It is not known if the patient made changes to her usual dose of medications at the time of the reported issue; however, afterwards, the patient¿s health care professional (hcp) adjusted her usual dose of humalog insulin (25 units) and lantus insulin (26 units). After the start of the alleged issue, the patient claimed she ¿fainted.¿ the patient drank water with sugar for treatment. The patient denied testing with another device. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.